Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. In addition to the findings reported in b5, scratches were found throughout the body of the scope, watertightness was not maintained due to holes in the insertion tube and the bending section cover. The forceps plug cap was scrapped off and the bending angle was insufficient due to the elongation of the angle wire. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The distributor reported to olympus on behalf of the customer, the insertion tube on the evis lucera duodenovideoscope had a bite mark. There was no report of patient harm associated with this event. During inspection of the returned device, adhesive of illumination lens was peeled off. This MDR is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the event was caused by stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.